Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that during surgery, approx 5-10 minutes of operating device, the surgeon heard an odd noise and noticed that the blade had fractured in joint. The metal was retrieved from the joint.